Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: biomed states that the paramagnetic o2 cell will not calibrate, and if it does, soon after it will say o2 cell calibration needed. The occurance was during testing.

Manufacturer narrative:
The log files provided confirm the reported issue. O2 sensor defective alarm was logged. No further feedback was received if the replacement of the o2 sensor solved the issue. Also, no further complaints about this device were received so therefore it can be concluded that the issue was solved by replacing the o2 sensor.